Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the severely calcified superficial femoral artery. A 4.0 x 220 x 150 sterling balloon catheter was advanced for dilatation. However, it was noted that the balloon could not get contrast to deflate and it stayed inflated. Another wire was advanced as a buddy wire to pop the balloon and to get the balloon out. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.